Event description:
Initial result for a pt total psa was near zero. When the sample was retested, the results were 4 and 6. The incorrect result was not used to guide therapy. The field service rep found the sample probe was misaligned and repaired the instrument by adjusting the probe.